Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info. Additionally, no sample has been returned for eval. This MDR includes all patient, event and device info davol has received to date, if add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - patient was implanted with a bard perfix plug. On (B)(6) 2011, patient underwent explant of mesh. The attorney's report alleges pain, permanent injury, defective mesh, explant.